Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2018, with the implantation of an afx bifurcated stent graft and an afx vela suprarenal. It was reported on (B)(6) 2024, that there is a possible endoleak type iiib and aneurysm enlargement. The patient was known to have an endoleak type ii (non-device related) that was embolized. Reintervention was done on (B)(6) 2024. The physician could not determine the type of endoleak. The physician elected to implant an afx2 bifurcated stent graft and an afx vela infrarenal. The final patient status was reported as doing well following the secondary procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text: device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx 2, indeterminate endoleak, determined to be a type iiib endoleak, is confirmed. The additional endovascular procedure as well as reported type ii endoleak with embolization is also confirmed. The aneurysm enlargement is unconfirmed. This is moderately consistent with the reported adverse event/incident. There was a significant artifact on the computed tomography (CT) scan due to previous coiling. It appeared that the type iiib endoleak was in the area of the coiling. It is unclear if the coiling contributed to the type iiib endoleak. It is also unclear when the coiling took place. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well post-secondary reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: medical device problem codes: remove code 4065. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.